Event description:
It was reported the device was used during an exploratory laparotomy, colon resection, and colostomy. It was reported the surgeon fired the device on colon and prior to the end of the case the surgeon noticed feces. The surgeon hand sutured to complete the case.